Manufacturer narrative:
No complaint was received with the return of the device. A failure event was observed during analysis. A partial lead (only connector portion) was returned in one piece. Visual inspection found full breach outer insulation degradation adjacent to the connector boot. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis.